Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient was not injured despite the broken trocar. How long was the procedure prolonged? 2 ½ hours did the removal of the tip require a convert to open procedure to remove the tip? It took the original 5mm trocar site up to a 12mm trocar and also created the need for a 5cm transverse supra-pubic incision to help manipulate the trocar tip out. The 5cm incision was all subcutaneous and not fascia. Did the additional anesthesia create an adverse outcome for the patient? None significantly; it did extend the hospital stay two nights. The patient did have on ER visit post-discharge. If so please describe what happened. How was the procedure completed? Laparoscopic with the addition of a mini-laparotomy. Both fallopian tubes were removed and one ovary (which side is unknown). The following information has been requested: at what point was it noticed that the trocar was broken? During the original procedure? Was the ER visit due to the broken trocar? How long after initial surgery was the ER visit? Was there a reason to put excessive force on the trocar? Used in a different way than normal? What kind of devices were used through the trocar? What sizes? What is the patient¿s current status? Is the patient expected to have a full recovery? What is the status of the device return?

Event description:
It was reported that during a laparoscopic gyn procedure, the trocar broke off in the patient. Another surgeon had to come in to find and remove the broken tip. It did extend the time under anesthesia substantially. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 2b5lt was received with the sleeve assembly broken in two pieces; the broken sleeve was returned inside a bag. The obturator was not received. During inspection with magnification, the sleeve was noted to be melted and this condition led the sleeve to break. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. No lot or batch number was available to review the manufacturing records.